Event description:
The pt was undergoing treatment for a left mca stroke and had a (B)(4) of 25. The physician attempted to place a neuron through a 6f long sheath. Due to tortuosity, the physician noted difficulty placing the catheter and decided to remove the neuron from the pt. The physician later attempted to use the neuron again but noticed that the distal tip of the device was missing. He confirmed with angiography that the tip had detached in the pt in the carotid artery. The physician attempted to remove the piece of catheter with a snare device but was unsuccessful and decided to leave it in the pt at the level of the proximal aorta. At the time of the report, the pt was considered clinically okay.

Manufacturer narrative:
Conclusion: the hospital has indicated that this device is available for return and follow up MDR will be submitted upon completion of the device investigation.